Event description:
It has been reported that the device was not able to provide an accurate ECG reading during a patient use event. The patient was declared deceased.

Manufacturer narrative:
Investigation is pending.